Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient saw a poor communication message screen the programmer unit which started the night of (B)(6) 2015. The patient was also unable to communicate to the implantable neurostimulator (ins) using the recharger and observed a reposition antenna screen on the same night. The last successful recharging session and the last time the patient felt any stimulation was in 2014. The patient stated that the reason for not charging the device was that they did not use it that much. Symptoms reported with the issue included a gradual onset of tingling from their back to the toes and muscle spasms which had started in (B)(6) 2015 but kept getting worse. Additional information received on (B)(6) 2015 indicated that the patient tried to charge but that the ins was still in an overdischarge (od) state. They also noted at the time that their blood pressure was low and ¿passes out¿. The patient they had insurance issues but was going to follow up with their healthcare professional (hcp). The device indication for use was noted as spinal pain. The there were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).